Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-522b-(B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 352,059 joules of use and 38 minutes, the fiber tip broke inside the patient. The procedure was completed using a second fiber. There was "no injuries to the patient" reported.